Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.